Event description:
Spontaneous call. Pt's husband reported freedom pump malfunction at the end of the infusion on saturday (B)(6) 2022. Pt husband reported the pump made a loud noise and turning the knob to push plunger does not do anything. Pt was able to complete infusion. No adverse event reported due to pump malfunction. Product fault did occur while in use with the patient. Unknown if product fault contributed to any patient or clinical injury. Unknown if the actual device is available for investigation. Unknown if the patient had a backup device. The device was replaced. Pump used to infuse hizentra at above rate. Serial number not provided. No additional information available. Reported to cvs/caremark by pt/caregiver.